Event description:
It was reported that the pt underwent a surgical procedure on (B)(6)2008 for the treatment of stress urinary incontinence, anterior vaginal wall prolapse, and uterine wall prolapse. A pelvic floor repair mesh and bard align to trans-obturator urethral support system were implanted. During a visit on (B)(6)2008, the mesh was palpated anteriorly on the left side. The doctor believed it to be the transobturator sling. On a f/u visit on (B)(6)2008, erosion through the vaginal wall was noted by the surgeon. On (B)(6)2009, the pt saw a specialist, who performed surgery to excise the exposed vaginal mesh and release the urethral sling suburethrally. On (B)(6)2009, the pt underwent another excision of exposed mesh.

Manufacturer narrative:
(B)(4) - mesh exposure occurred - (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.